Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 260 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge; however, the customer did not think the occlusions were cartridge related and declined further troubleshooting. The customer reverted to using a back-up therapy to manage diabetes.